Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-12406. . It was also reported the patient does not have adequate pain coverage. It was also reported the patient experiences pain at the ipg site. Physician plans to revise the scs system. Follow-up determined the patient underwent revision surgery on (B)(6) 2012: the physician observed tissue and fluid in the ipg header during surgery. The patient's ipg was explanted and replaced with a new ipg. Pending follow-up with sjm representative for post-operative programming.